Manufacturer narrative:
(B)(4). Sent: 08/31/2004. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y, the clips scissored. Opened a second device with the same results. Opened competitor's device and completed the case. No pt consequences.